Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the deployed clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4)